Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Customer suspected that scar tissue at the infusion site was the cause; however, customer reported using the infusion set for greater than 48 hours. Customer cleared alarms and resumed insulin. At the time of the report, customers blood glucose (bg) was 500 mg/dl as a bolus was interrupted due to an occlusion alarm. After alarm was cleared, remainder of bolus was delivered. Customer's bg lowered to 315 mg/dl as customer had recently eaten a snack.